Event description:
It was reported that an arteriotomy closure of the femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty (pta) interventional procedure. Reportedly, when the plunger was pulled back no suture was connected to the cuffs. The foot was retracted before the device was removed. A second proglide device was used with the same result. A third proglide device was inserted, but when the device was deployed and retracted to feel for the tactile sensation of the foot against the arterial vessel, the device slipped out of the vessel and hemostasis was achieved with manual arterial compression. The device was inspected and manipulated outside of the patient's body and it was observed that one end of the foot had separated from the device. No attempts were performed to retrieve the missing piece from the patient. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non conforming material records or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there have been no similar incidents reported for needle to cuff miss for this lot. Based on the information reviewed, there is no indication of a product deficiency. Four unused sterile proglide devices with the same lot number, 31007k1, as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two perclose proglide devices referenced are being filed under a separate medwatch MFR number.